Event description:
Same case as MDR ID 2134265-2014-04998. Reportable based on device analysis completed on (B)(4) 2014. It was reported that inability to steer the catheter occurred. The procedure was indicated due to atrial fibrillation. The target area was located in the left atrium. A 7 /110 / 2.5 / 8-8 qd med htd blazer® ii xp was selected and advanced to ablate the target area; however, the device was unable to steer. The device was exchanged for another of the same 7 /110 / 2.5 / 8-8 qd med htd blazer® ii xp; however, this device gave an error of "temperature out of range". The procedure was completed with a 3rd blazer catheter. There were no patient complications reported and the patient's status is fine. However, device analysis revealed that a char was found at the tip.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: device analysis noted that the device has a bent at 5.8cm while in the neutral position. In addition a char was found at the tip. Since a char was found at the tip, the device was electrically tested. The ablation was verified by using the maestro generator and was found within specification. An electrical test was performed and the device was within specifications and no opens or shorts were found. The steering knob and the tension control knob functioned properly on both lock and unlock positions. The device failed the dimensional test. The curve has a "s" shape. The device was dissected and the center support was found decoupled from the ferrule. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).